Manufacturer narrative:
Additional information: d8. H3. Investigation results - there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported by legal, this female patient's left total knee was revised due to the device prematurely failing. No further information available. Device will not be retuning, per legal.